Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 363 mg/dl. The troubleshooting was performed. The customer was advise to change set and or reservoir. The customer was advised to rewind pump, place reservoir in insulin pump and run manual prime to at least 5.0 units. The customer states the insulin pump did not alarm no delivery with manual prime. The customer was advised changing reservoir resolved the no delivery issue. The customer was advised to return the reservoir.